Event description:
A caller reported a malfunction on the pump, specifically with a malfunction code labeled as malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed concerning thresholds. Technical support assisted the caller by providing information on how to reset the pump, and after the reset, the malfunction did not recur. The customer was able to continue using the pump and was advised to report back if the issue reoccurred.